Event description:
It was reported that: patient is experiencing pain in her knees. Patient states that she hears a cracking and popping sound.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.